Event description:
This report is being filed upon notification from our mr manufacturer to submit this incident that occurred in another country. Problem: the patient had a mr procedure. The patient was prepared for a right knee examination on an achieva 1.5t system. During movement of the table into the magnet the patient got frightened and grabbed the edges of the moving table top. Unfortunately, a finger got pinched between the table top and magnet causing a serious injury on this finger.

Manufacturer narrative:
(Conclusion) (other) - the investigation concluded no system problems. The instruction for use contains warning statements on table movement and safeguarding the patient. Also, as a preventive measure it is advised to use the accessories that are delivered with all achieva systems. Finally, it still remains the responsibility of the operator to check whether the patient is positioned well and nothing can get caught during table movement.